Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the bottom plug riser pin is bent so that the top and bottom pins are not parallel. As a result, a bipolar cord cannot be attached to the instrument. It was determined that the damage was most likely due to mishandling where an impact force on pin likely caused bending. Engineering also observed the distal end of main tube has a couple sections parallel to the tube axis with light material removal. Sections are roughly 1.5" and 1.8" long, 180 degrees apart. Wear pattern is consistent with cannula related tube abrasions. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd.

Event description:
It was reported that during a da vinci s radical prostatectomy surgical procedure, the pins at the end of the maryland bipolar forceps instrument were not "ok" and the bipolar cable could not be used. The planned surgical procedure was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.